Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; reimplantation is planned (date unknown). (B)(4).

Event description:
Per the clinic, the patient was admitted to the hospital for an infection and treated with IV antibiotics (type not reported). The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6) 2011.

Manufacturer narrative:
(B)(4).